Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a cardiac perforation of pericardium in the apical region, which resulted in cardiac tamponade. One litre of blood was drained from the pericardial cavity. The lead was capped and replaced. No further patient complications have been reported as a result of this event.